Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the primary package that holds the sterile device damaged: for example, was the packaging torn if so where: it was torn. Was the seal broke/not intact: the seal was intact. How was the package stored: the device was stored in its original package. Describe the piercing do you mean it was a pinhole: it was very pierced. Not just a pinhole. You indicated that the spermary package was pierced, where was the piercing noted on the package: on the backside of the package. Was there any difficulty with seal noted: no. When was the piercing noted when product was opened to place on sterile field or was it noted upon removal from box which held the individually wrapped sterile package: unknown.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure , the plastic package was torn and pierced, the secondary package was not damaged. The seal was intact. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
The strap25 device was returned inside its foil package for analysis. The foil package was damage that means sterile barrier was compromised, it was noted to have a hole and was noted from outside in. Package condition indicates that it was mishandled at an unknown point and the foil pouch was impacted and it lost the sterile barrier.